Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a warm or burning sensation in or around the implantable neurostimulator (ins) pocket during recharging. The patient was getting great therapy and the impedances checked out fine. The implant site looked fine. This issue had been present for a few days prior to the report. The patient had never seen the temperature screen. The patient had tried recharging with and without clothing and they still felt the burning sensation. The patient was sent a new recharger. Even with the new recharger they felt it was getting warm when they recharged. It was not painful but warm. The burning sensation would go away when they stopped charging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Upon device return, analysis found no anomaly with the recharger. The complaint was unverified. (B)(4).